Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, the patient was transfused with 2 units of packed red blood cells due a hemoglobin of 6.8 g/dl and hematocrit of 20.8%, with the presence of melana. On (B)(6) 2017, the patient was transfused an additional 2 units of packed red blood cells for down trending hemoglobin and hematocrit levels. On (B)(6) 2017, the patient reported black stools with hemoglobin of 7.8 g/dl and hematocrit of 25.3%. The patient was again transfused 1 unit of packed red blood cells. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.